Manufacturer narrative:
Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was discovered with a bd vacutainer® sodium fluoride edta (fe) blood collection tubes. This occurred on 9 separate occasions prior to use. The following information was provided by the initial reporter, translated from (B)(6) to english: embedded fm in stopper x6ea. Embedded fm in tube x3ea.

Manufacturer narrative:
H.6 investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for embedded foreign matter on stopper and tube with the incident lot was observed. Additionally, evaluation of the customer samples was performed and embedded foreign matter on stopper and tube was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to embedded foreign matter on tube issue through a CAPA # (B)(4)and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Event description:
It was reported that foreign matter was discovered with a bd vacutainer® sodium fluoride edta (fe) blood collection tubes. This occurred on 9 separate occasions prior to use. The following information was provided by the initial reporter, translated from japanese to english: embedded fm in stopper x6ea embedded fm in tube x3ea.